Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample was tested for accutni and a result of 2.16ng/ml was obtained. The result was not reported out of the lab. The original sample was retested and repeated result was 0.16ng/ml. The sample was also tested on a different instrument in the customer's lab and a result of 0.39ng/ml was obtained. A fresh sample collected from the patient gave a result of 0.09ng/ml and was reported out of the lab. There was no effect to the patient as a result of this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. Actual qc data was not supplied. The specimens were collected into 13x100, bd lithium heparin tubes. The samples were full draws and were centrifuged at 2,9000 rpm for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and found reagent pump issues and replaced with the new parts. The fse performed type 1 modifications. The fse conducted diagnostic and precision testing which both passed. The fse performed a preventive maintenance (pm) to the instrument. The fse verified repair per established procedures and results met published performance specifications. Bci contacted the customer site in 2008 to follow-up on this event, and the customer reported no further issues since service was on site. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.